Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had an EKG today and they were told the implant was throwing the EKG off. The caller needed to turn the implant off and needed assistance to turn the implant off. The caller stated the setting was therapy was off , on program 3 at 8.4v. The caller didn't know the therapy was off. The caller decreased the stimulation to 3.3 volts and turned the stim on and off to see the difference in the icons. No patient symptoms or further complications were reported as a result of this event.